Event description:
The olympus representative reported the evis lucera duodenovideoscope had leakage. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeled off noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover caused by external factors. The forceps rise angle and guide wire were insufficient. The bending angle was insufficient due to the elongation of the angle wire. There were scratches on the tip body, insertion part cover, operation part, the insertion part of the cover tube, switch one (1), switch box, operation part cover, up/down/right/left knobs, up/down/right/left angle fixing lever, grip, scope connector side of the universal cord, and universal cord due to external factors. The tip cover and scope connector may have been scratched due to external factors. The suction cylinder and forceps stopper were scraped due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The leak was detected by a leak detection test.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.